Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain and post-laminectomy pain. It was reported that the patient had not had her pump filled in 3 years or more because she could not find a doctor to take her on as a patient after her doctor dropped her. The pump started to beep 3 years ago. The pump battery had been dead since (B)(6) 2018 ('last week') because it stopped beeping. The patient was in the hospital and needed an MRI (magnetic resonance imaging) for nerve pain unrelated to the pump. The sound was consistent with pump alarms. The patient would follow up with a healthcare provider. She would like to find a doctor that would replace the pump. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable infusion pump. The nurse said "the patient had this implanted in 2012, then it has not been used since 2014 as it continues to beep because it¿s empty. The doctor put it in in 2012 then the pain management doctor dropped her. ¿like 2-3 times it kept flipping, so they couldn't access it and they didn't do anything with it.¿ ¿she¿s in limbo." The agent educated the caller that it has reached the end of its life since it is past the 7 year longevity so it is not expected to be operating any longer.